Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) the full lead was returned and analyzed. There were no anomalies found however there was blood/body fluid present in the proximal conductor (not obstructed) and in/on helix/lobe mechanism. In addition there was outer insulation breached cut at 39 cm.

Event description:
It was reported that during the implant procedure, the helix was not able to extend at the start and would only extended after 20 turns. The device was not implanted. No patient complications have been reported as a result of this event.